Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and advised the customer to call back if the malfunction code recurred. The customer understood and continued using the pump without further issues.